Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the balloon failed to inflate once inserted into laparoscopic incision. The patient was alive with no injury.